Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient's wife reported via phone call that the patient had a 20 mg/dl blood glucose reading at first and the paramedics were called. The patient was treated with an IV and an unspecified treatment. The patient's blood glucose increased to 210 mg/dl. The customer ate and his blood glucose went up again to 297 mg/dl. The patient woke up the next morning shaking. His blood glucose was 23 mg/dl. Paramedics took him to the hospital and his blood glucose decreased to 14 mg/dl. The patient was being treated with glucose injections to bring his blood glucose up. His blood glucose at the time of call was 132 mg/dl. Troubleshooting was initiated. The drive support cap appeared normal. However, the insulin pump was beeping. The call got disconnected. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.